Event description:
While the operating room was being cleaned between cases, the surgical tech noticed the table started to move on its own. An electrical burn smell was evident, then smoke started coming from under the base. A nurse came in and unplugged the table, pulled the fire alarm box and called a code red. The table was moved from the or to the basement for evaluation. There was no patient involvement.======================manufacturer response for or table, skytron (per site reporter)======================the local distributor (B)(4) has repaired the table and it is back in use. They believe the cause was cleaning fluid getting into the manual controls on the base.